Manufacturer narrative:
The device involved in this complaint was not returned to cirl for an evaluation therefore, a document based investigation was carried out. Prior to distribution oacl-10-15 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oacl-10-15 device could not be complete as the lot number is unknown. A definitive root cause could not be determined from the available information. A possible cause of this complaint may be attributed to operator error when loading the stent onto the catheter during production. The complaint detail has been assessed by quality engineering and it has been determined that there is no requirement to open an ncr. "It is unlikely that pr273723 requires an ncr at this time as the unit is likely from the same lot. (Between on (B)(6) 2016 and on (B)(6) 2019) the customer received three units from this lot number on (B)(6) 2017 and didn¿t receive any other units until on (B)(6) 2019. The customer stated at the beginning of aug that he ¿ has no idea when or who it happened with before. He simply remembers seeing a stent that looked backwards¿ and there is no further information available about this occurrence. Therefore it is unlikely that the previous occurrence happened as recently as on (B)(6) or on (B)(6) and so did not involve units manufactured with the corrections in place." ¿a previous complaint was investigated for the same issue: it involved an oacl-10-5 of lot: c1251204 manufactured on 07/dec/2016, training was completed with the mtm¿s involved and is attached to the complaint file on trackwise. An ncr was investigated for the same issue: it involved 1 unit of oacl-10-7 of lot: c1539458 manufactured on 13/sep/2018 being loaded incorrectly on the stent. Corrective actions included procedural updates. This issue will be monitored and any recurrence of this non-conformance will be documented. This lot was most likely manufactured prior to the implementation of the actions from nc. The complaint was confirmed based on customer testimony. No adverse effects to the have been reported due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿difficult advancement'. A male patient underwent a procedure to place 1 oasis one action stent, g25383, to drain an abscess in the upper hepatic duct. The pre-loaded plastic stent was placed into the abscess at which point the dr. Asked myself and my regional manger (B)(6) if we changed how we made our stents? Once we looked closer at the placed stent it was clear that it was in backwards and that it was packaged preloaded onto the introducer backwards (an additional file has been ). The stent, although backwards, was completing drainage as needed and no further action was taken. The stent was left in the patient and complications were not expected, we simply need to point out the assembly error to further make sure this isn't happening more often than not. The doctor did state that he has seen this before (this file), however he had blamed the fellow placing the stent not realizing it was preloaded.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A male patient underwent a procedure to place 1 oasis one action stent, g25383, to drain an abscess in the upper hepatic duct. The pre-loaded plastic stent was placed into the abscess at which point the dr. Asked myself and my regional manger matthew henderson if we changed how we made our stents? Once we looked closer at the placed stent it was clear that it was in backwards and that it was packaged preloaded onto the introducer backwards (an additional file has been ). The stent, although backwards, was completing drainage as needed and no further action was taken. The stent was left in the patient and complications were not expected, we simply need to point out the assembly error to further make sure this isn't happening more often than not. The doctor did state that he has seen this before (this file), however he had blamed the fellow placing the stent not realizing it was preloaded.